Manufacturer narrative:
Complaint not confirmed, no abnormality was observed that may have contributed to the allegation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a (B)(6) female patient had an eclipse surgery on the (B)(6) 2016. For a while everything was fine and no complaints, but then all of a sudden she felt pain. The surgeon decided on a revision surgery where the following arthrex devices were explanted: ar-9105-01, ar-9341-16 (1295154707), ar-9300-41cpc (14.641), ar-9301-01 (13.225). A new prosthesis from another manufacturer was implanted. No further information received.